Event description:
Related manufacturer reference number: 1627487-2019-04021 and 1627487-2019-04026. It was reported the patient experienced ineffective stimulation and desired to have the system removed. The patient's scs system was explanted.

Event description:
Related manufacturer reference number: 1627487-2019-04021 and 1627487-2019-04026.